Event description:
Customer reported receiving an error 3 when a test was inserted into their freestyle blood glucose monitoring system. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Returned meter was set to mmol/l. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.